Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant. It was noted during the procedure that the patient went into complete heart block while maneuvering the lead and appropriate capture and threshold could not be obtained. The physician opted to use an active fixation lead. The patient was stable at the end of the procedure as well as the next morning and was discharged in normal stable condition.

Manufacturer narrative:
Event findings: the reported event of inadequate capture was not confirmed by analysis. A complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. All tines were intact, and no anomalies were noted. Visual inspection of the lead found no anomalies related to the event. Additional findings: during analysis a failure event was observed which was unrelated to the reported event. X-ray inspection of the lead found a loose filar in the connector region.